Manufacturer narrative:
Additonal information added from product history review section h10. A review of the manufacturing documentation associated with this lot# 82221962 presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
As reported, a 5mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated at its nominal pressure and the lesion was checked with an angio; however, it ruptured when it was inflated again. Therefore, it was replaced with a new and different sized saber rx (unknown) that was used with the same indeflator. It was inflated at the lesion and the procedure completed. The balloon was removed completely from the patient. There was no reported patient injury. The lesion was the superficial femoral artery with stenosis and an ipsilateral approach was made. A non-cordis wire crossed the lesion. The lesion had moderate calcification. There were no problems with the storage, opening and the delivery of the device. There was no difficulty removing the product from the hoop, protective balloon cover or when removing the stylet and any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82221962 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with stenosis may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the lesion or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated at its nominal pressure and the lesion was checked with an angio; however, it ruptured when it was inflated again. Therefore, it was replaced with a new and different sized saber rx (unknown) that was used with the same indeflator. It was inflated at the lesion and the procedure completed. The balloon was removed completely from the patient. There was no reported patient injury. The lesion was the superficial femoral artery with stenosis and an ipsilateral approach was made. A non-cordis wire crossed the lesion. The lesion had moderate calcification. There were no problems with the storage, opening and the delivery of the device. There was no difficulty removing the product from the hoop, protective balloon cover or when removing the stylet and any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and while inserting the balloon through the guide catheter. The device will not be returned for evaluation as it was already discarded.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.